Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter; below the lowest renal was 26mm. Proximal neck length was 12mm. Right iliac artery was 8mm in diameter. Left iliac artery was 9.5mm in diameter. During the six month follow up a CT with contrast noted parietal thrombus in both stent graft limbs. Approximately ten months post index procedure and during follow up, a CT with contrast noted parietal thrombus in both stent graft limbs. On a recent follow up a CT with contrast noted the previously noted parietal thrombus in both stent graft limbs. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).